Manufacturer narrative:
There is no indication of any component failure or malfunction. It is likely that unstable tissue quality in the abdominal area allowed the ipg to migrate and possibly place some pressure on the leads as well, causing them to shift enough to cause discomfort for the patient. The distal ends of the leads do not appear to have migrated as they were continuing to provide therapy at the intended target area. There are no reports of any specific events that may have caused or contributed to the migration of the implanted components.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat abdominal pain, the implantable pulse generator (ipg) and leads were placed in the abdominal area, with the leads targeting the transabdominal plane. The patient reports getting approximately 70% pain relief at the targeted treatment area. Despite receiving good pain relief at the intended target, the patient reported in (B)(6) 2025 that the implanted lead coil is able to be palpated under the skin and is causing pain or discomfort. Additionally, the patient reported that the ipg and external therapy discs are not maintaining consistent communication and thus therapy is disrupted. Evaluation of the system found that the ipg had migrated within the pocket to no longer be seated parallel to the skin surface, causing the communication issues. On (B)(6) 2025 a surgical revision was performed to reposition the lead coil and place a new ipg into a new pocket. There is no indication of any failure or malfunction of the ipg, however it was replaced during the procedure out of an abundance of caution to avoid any potential handling damage.